Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - evaluation codes. Lead information: manufacture date: 21feb2023. Expiration date: 21feb2024. The device remains implanted. The root cause of the pain at the cls implant site cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites. The patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Lead information: brand name: evoke 12c percutaneous lead kit - 60cm. Model:103807. Catalog: 1008. Lot/batch number: 9015157712. UDI: (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. During an impedance check, a disconnected electrode and high impedance were observed; however, the disconnected electrode and high impedance did not impact the patient¿s therapy. A revision procedure was performed and the cls was repositioned, and the physician elected to replace the lead to resolve the reported event.